Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer over the phone troubleshoot the au480 clinical chemistry analyzer. During phone troubleshooting it was found that some parts were aged and needed replacement. The cts advised customer to replace the electrodes and sample probe. The probable cause of erroneous results was identified as defective sample probe. The customer confirmed that replacement of sample probe resolved the issue. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported on (B)(6) 2026, the au480 clinical chemistry analyzer generated erroneous low ion selective electrode (ise) patient results for sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.